Event description:
It was reported that the top left corner of the touchscreen became cracked and the screen displays green and black. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.